Event description:
The reporter alleged the suspect device was reading low. The pt was found unconscious and their glucose was 31 mg/dl on a different device. Emts were called and they gave pt a glucose shot and transported pt to the hosp. Family member was told the pt had an infection that affected their glucose. The device read 300+ mg/dl at dinner and then 30 mg/dl not much later. Controls were not used. The device was replaced and requested to be returned for eval.